Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 6900ptfx 29mm valve, implanted in mitral position, was explanted after an implant duration of 3 years and 11 months due to unknown reasons. The valve was replaced with a 11400m 29mm valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was learned through implant patient registry and investigation that a 6900ptfx 29mm valve, implanted in mitral position, was explanted after an implant duration of 3 years and 11 months due to suture dehiscence and perivalvular leak. The valve was replaced with a 11400m 29mm valve. Per medical records the patient presented with pulmonary htn and underwent avr with 23mm inspiris valve and redo-mvr. Intraoperatively the mitral valve was exposed, there was an area of dehiscence between the superior trigone and posterior annulus approximately 2cm. The stiches appear to be pulled through the annulus. All the sutures holding the valve were removed, there was no vegetations seen. The posterior leaflet structures were kept intact. The annulus was sized to a 29mm mitris valve and was secured with interrupted pledget sutures, the stiches at the trigone were aligned with the valve. Post procedure tee showed good function of the aortic and mitral valves. The patient was transported to ICU in critical condition.